Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate due to possible reaction to bone graft material.

Manufacturer narrative:
Follow-up submitted to report device evaluation.